Event description:
It was reported that during the implant procedure for this right ventricular (rv) lead it exhibited loss of capture (loc). This rv lead was repositioned and the patient had their blood pressure drop. Ultrasound was used and then it was confirmed that the patient had pericardial effusion. A pericardiocentesis was performed to drain the pericardial effusion. The patient received a temporary pacemaker, with plans to perform the implant procedure at a later date. No additional adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.